Manufacturer narrative:
Device passed the displacement test, self test, off no power test, rewind test, basic occlusion test and prime test. The operating currents were within specification. Device received with stuck motor error alarm loop during bolus or basal delivery. The motor may have had an intermittent failure that was not detected during our testing. The motor was tested outside of the device and passed. Unable to perform unexpected restart error, occlusion test, excessive no delivery test and the delivery accuracy test due to motor error alarms. Drive support disk was inspected and no anomaly was noted. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis, virus and sick on (B)(6) 2019 with blood glucose of 93 mg/dl. The customer was treated with intravenous and central line in the hospital. Customer also stated that the insulin pump had motor error alarm. The customer stated that the drive support cap appears to be protruded. The customer did experienced symptoms of vomiting and diarrhea for high blood glucose value. Customer was not been using insulin pump system within 24 hours of reported event. Customer was not calling back to perform the high pressure test. The insulin pump will be returned for analysis. Frn-unk-rsvr, unomed inf set.